Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 45 mg/dl during a supply change. The ilet issued a low alert, and the user treated the event with food. Bg values later returned to range. No symptoms were reported, and no medical intervention was required.